Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with arterial waveform quality clotted inner lumen. User also stated that earlier the balloon was repositioned. The esp personel encouraged her to notify the provider of the possibly clotted inner lumen and informed her our recommendation is to provide an alternate arterial source if the physician wanted to keep the same balloon catheter. User was appreciative of support. Call was ended. No harm or injury reported.